Event description:
It was reported that during a renal stenting treatment procedure, "the stent delivery balloon had a pin hole in it." The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as "fine." Additional info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.